Manufacturer narrative:
(B)(4). D10: 19.28.06 metasul head 28mm m 12/14 2310563, 4372-28-055 inter-op metasul inlay 55/28 1592126, 5362-00-055 converge multi hole 55 1595535, 6301-07-020 screw 6.5/20 60208287. G2: foreign: japan. Suggested component code- mechanical (g04): stem. Attempts have been made to gather all product identification information. Product details have been provided; however, the item is obsolete. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the patient was revised due to metallosis. The liner and head were explanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4 (expiration date), g3, g6, h2, h3, h4, h6, h11 corrected: e1 (post office or zip code) e1 - post office or zip code: (B)(6). The reported event could not be confirmed. Visual examination of the provided pictures identified the explanted liner and head, with wear damage noted to both devices. No further evaluation can be made. Pictures were not provided of the stem and it remains implanted. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.